Event description:
It was reported that no result comes out after the test.

Event description:
It was reported that no result comes out after the test.

Manufacturer narrative:
The manufacturer sent the device to bench and evaluated the device and the reported problem was determined to be caused by the user not properly connecting the paddles. This was a test failure caused by the defibrillator recognizing user misplacement of paddles. There was no malfunction. The device remains at the customer site and no further evaluation is warranted at this time.